Event description:
A customer observed repeated potentially false negative ahbc results on a patient sample. The result was not released to the physician. A false negative result may lead to inappropriate physician action. There as no report of patient harm as a result of this event.